Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient from the cobas e 801 module. The initial result was 8.23 pg/ml and was reported outside of the laboratory. The doctor questioned the result as it did not match the clinical picture. The repeat results were 132, 130, and 139 pg/ml. The reagent lot number was 47003401 with an expiration date of 31-jul-2021.